Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative cleaned the positive end expiratory pressure safety valve and the unit was returned to service.

Event description:
A ge healthcare service representative performed a checkout of the equipment and reported the unit alarmed during pre-use checkout. This alarm indicates a loss of ability to mechanically ventilate. There was no report of patient involvement